Event description:
Facility reported a pump with depleted batteries. The event occured during biomed testing. According to the hospital rep, there was no pt injury or medical intervention reported. No additional contacts or info was provided.